Event description:
On(B)(6) 2023, it was reported by a sales representative via sems that an ar-9800 synergy rf console had an issue. The apollo was plugged into the ablation box and, in the middle of the case, it started sparking, causing charring in and around the port. This has happened before on a different box with the same doctor. This was discovered during an unspecified procedure with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device due to incorrect surgical technique.